Event description:
The customer alleged the audible alarm failed to activate. The hospital's blomedical technician replaced the audible alarm buzzer and wiring harness. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the front panel display board and the dci pcb. The unit passed extended self testing. It is not verified that the alarm failed to activate, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.